Event description:
It was reported by the customer that before patient use the cardiosave intra-aortic balloon pump (iabp) alarmed and then turned off. There was no patient involved and no harm reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that the customer's reported issue was not reproducible upon initial inspection. A review of the system logs identified fault codes 111 and 112. Repair included replacing the executive processor pcba and reinstalling software revision b.17. Subsequent testing revealed instability in the vacuum driver regulator, which was then replaced and calibrated. Product passed all functional and safety tests per manufacturer specifications.

Manufacturer narrative:
(B)(6). Upon completion of the investigation into this event a follow up report will be submitted.